Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not hear any of their audible alerts. Reportedly, their pump settings are set to "high", however they are not sounding. There was no patient involvement as the customer was not connected to pump for insulin therapy.